Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia while using the ilet system, with a high glucose level addressed by significant correction dosing and a subsequent low glucose of 62 mg/dl for which the user self-treated with oral glucose tablets; the cause of the hyperglycemia was unclear, and no specific device component issue was identified. Symptoms included hypoglycemia and hyperglycemia with headache. Outcomes included an unexpected medical intervention in the form of medication required to treat the low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific medical device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.